Event description:
Healthcare professional reported "asymmetric, with a heterogeneous appearance, significantly wavy and irregular contours, pronounced periprosthetic thickening, presence of invaginations, suggestive of intracapsular rupture; these findings are more pronounced on the right. A specific reactive lymph node measuring 26.3 mm is present in the right axillary region" and "possible intracapsular rupture". Later healthcare professional reported "rupture of device and capsular contracture grade 4" confirmed via ultrasound and MRI. This record is for the right side. The device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The events of capsular contracture, and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, and lymphadenopathy.